Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that six shocks came out of nowhere. The device was removed, replaced, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was connected to a left ventricular assist device (lvad) the left ventricular lead was ineffectively defibrillating. The lead was capped and replaced. No patient complications have been reported as a result of this event.